Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high ventricular intervals on the sensing integrity counter (sic) were observed on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced a fall. The right ventricular (rv) lead exhibited decreased sensing. The rv lead was explanted and replaced.